Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the implant site. The implantable pulse generator (ipg) device was suspected of migration. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced pain at the implant site and suspected the implantable pulse generator (ipg) device may have migrated. The physician did not notice any evidence of device migration. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.